Manufacturer narrative:
(B)(4). Final analysis found clavicular crush damaging the outer insulation at 21.2 cm to 22.2 cm from the connector pin. The damage sustained resulted from clavicular crush. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported the pacer dependent patient presented to the clinic with dizziness and lightheadedness. It was noted that there was noise on both atrial and ventricular leads. The leads were explanted and upon opening the pocket the patient had what appeared to be clavicular crush. There were no adverse consequences to the patient. The patient's condition before, during and post procedure was good.